Event description:
The customer reported that during procedure reparation, her olympus soltive superpulsed laser fiber experienced an out of box failure. According to the initial reporter, the middle of the laser fiber was broken. The customer confirmed that this device did not make patient contact, and had not been connected to the soltive laster machine. Reportedly, the intended therapeutic procedure was completed without any report of patient harm.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, device evaluation, and the legal manufacturer's investigation. B5, d9, and h3 have been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The fiber was broken at the following points: 780 and 1200 mm from the distal end, and 780 mm from the rear end. Based on the results of the investigation, the most probably cause of the breakage was likely due to flexing of the fiber during the unpackaging process. Olympus will continue to monitor the field performance of this device.

Event description:
It was added that the procedure being prepared was a therapeutic rigid and flexible ureteroscopy (urs/rirs). The procedure was completed using a similar device. The scrub nurse only noticed the fiber broken during the process of unpackaging the device.